Event description:
The customer's secretary reported that the customer was hospitalized due to a blood glucose level of 33 mg/dl. The custeomr's secretary was requesting assistance with verifying that the device was functioning properly. The device was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.